Event description:
Patient's attorney reports a claim arising from medical malpractice committed on or about december, 1999. During the course of treatment, the patient is reported to have received a codman programmable shunt from a neurosurgeon. No other information has been provided.